Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5v power supply. No pt injury was reported.

Event description:
The customer reported the system displayed a "card" or "circuit" error and locked up. No pt injury was reported.